Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MFR report #: 6000093-2007-01677. Clinical trial. It was reported that the pt expired 630 days following a coronary artery drug eluting stenting treatment procedure. The index procedure identified and treated two target lesions. Target lesion one was de novo, 2.5x22 mm, 99% stenosed, moderately tortuous, thrombotic lesion of the 2nd diagonal. Target lesion 1 was treated with direct stenting using a 2.5x24mm taxus express2 drug eluting stent. Target lesion two was a de novo, 3.0x25mm, 90% stenosed, severely tortuous, thrombotic lesion of the mid lad (left anterior descending). Target lesion two was treated with direct stenting using a 3.0x28mm taxus express2 drug eluting stent. Residual stenosis was 0%. The pt was discharged the next day on asa and plavix. It was found at the two year study follow up that the pt had expired 630 days following the index procedure. At this time, the cause has not been reported.